Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that locking lever failure was caused by repeated use over a long period of time. It is speculated that this caused the connection of the video connectors to loosen and the electrical contact point of the connectors to become unstable, which interferes with image transmission between the scope and the video processors, resulting in the flickering of images. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for an annual inspection. During the evaluation, scratches were found on the top cover. The front panel was faded and dusty. A loose video connector was found on the unit latch, causing an unstable, flickering image. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility sent a video system center for an annual inspection. No issues were reported at that time. There was no patient involvement or injuries reported. No additional information has been obtained.